Event description:
Patient wore pod on the arm between 36 and 48 hours. Patient reported insulin leakage during use, with adhesive secure and prior function normal. Patient reported hyperglycemia, with blood glucose up to 388 mg/dl and rising following a large meal without access to additional insulin or monitoring supplies. On (B)(6) 2026, patient sought medical attention while wearing the pod, reporting headache, extreme thirst, temperature dysregulation, confusion, and nausea. Patient remained in the emergency room for approximately 2 hours and was not admitted and released the same day. Diagnosis was reported as high blood glucose; further diagnostic details were not provided. Treatment consisted of intravenous fluids; insulin was not administered per healthcare provider. A new pod was activated after the event. No additional medical records or diagnostic details were available as none were provided by the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.